Event description:
It was reported that the patient was hospitalized on (B)(6) 2012. Her medication was increased due to increase in seizures. After the increase in medication the patient's seizures were improved. Attempts to contact the physician for additional information have been unsuccessful to date. The manufacturer performed a vns battery life estimate which resulted in approximately 0 years remaining, indicating end of service is likely. Surgery is also planned to replace the vns generator due to end of service, but has not occurred to date.

Event description:
Product analysis was performed and found that the depletion was an expected event as determined by the battery life calculation and battery voltage measurement which might have contributed to the increased seizures. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient completed her surgery and was programmed back to the original settings.

Event description:
An implant card was received on (B)(6) 2013 indicating that patient was explanted on (B)(6) 2013 due to battery depletion. The patient was replaced with an m103 and the lead impedance was ok. Attempts to return the product to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Follow up report #2 inadvertently stated that the device was not returned.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: follow-up report #1 inadvertently listed the wrong date. Correct date should have been (B)(6) 2013.

Event description:
New information received on (B)(6) 2013 indicates that the patient is maintaining improved seizure control and overall quality of life due to the vns device. Also the vns device was interrogated by the physician on (B)(6) 2012 and revealed that the battery is at the end of service.